Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that when the er320 applier was fired, the clips would not close. Another instrument was used to complete the case. There was no consequence to the pt.